Event description:
The customer reported to olympus, the video system center image failed sporadically, but then was restored. The issue was found during an unspecified procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The video cable had been replaced by the user. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem was solved by replacing the camera side, and form this, it is likely that the image was not displayed due to impact of the camera side. Olympus will continue to monitor field performance for this device.